Event description:
It was reported that during a follow up high pace impedance measurements were noted as well as noise when it comes to this right ventricular (rv) lead. A lead fracture was alleged, thus a revision took place and this lead was surgically abandoned. No additional adverse patient effects were reported.